Event description:
The home patient (hp) contacted baxter?s technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 4. The hp would complete therapy using manual supplies and call his nurse again in the morning. Baxter product surveillance contacted the hp on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies that night. He did not see air in the lines at the time of the alarm. He had discarded the supplies from that night. He was unsure of which box the cassette had come from, therefore there are no companion samples available and no lot number available. The hp had made his nurse aware of the incident, and therapy since then has been going well. There were no adverse events reported in relation to this occurrence. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.